Event description:
Received a report that the pt had a non union. F/u indicates pt fell, broke the clavicle implant, and re-broke the clavicle. Pt was revised and device is not being returned. Further details are not known.